Event description:
It was reported that this pacemaker system exhibited varying pace impedances on both the atrial and ventricular leads. The patient's leads are non-boston scientific products. The right atrial (ra) channel exhibited a lead safety switch (lss). It was reported that the ra lead had been programmed off. The right ventricular (rv) lead impedances were in the 600's with the highest jump being approximately 1,700 ohms. It was recommended that this patient be brought into the clinic to perform troubleshooting efforts. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).